Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the intended use section of the mitraclip system, IFU states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of tissue damage appears to be due to challenging patient anatomy. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the perforation of the leaflet. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted successfully. The clip delivery system (cds) was advanced to the valve and grasping performed however a perforation of the anterior leaflet occurred. The clip was able to be implanted and the procedure completed with the tr reduced to 3. The perforation was not treated and no further treatment was planned. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.